Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast reconstruction with 475cc artoura breast tissue expander experienced right-sided soft tissue necrosis postoperatively. The patient underwent explantation and replacement with 475cc smooth mentor memorygel breast implant, catalog # 3504754bc, right lot-serial # (B)(4) on (B)(6) 2016. Upon explantation, the right breast was noted to have an area of old hematoma and possible necrotic pectoralis muscle.